Manufacturer narrative:
The rf assure console was received for evaluation. The evaluation of the console could not duplicate the reported condition of a false positive detection. However, the unit was found to have a ferrite on the accessory port. The ferrite has been shown to have potential to cause interference resulting in false detection. While the reported condition could not be duplicated or confirmed; a probable root cause of the customer's report has been determined to be the ferrite on the accessory port. The ferrite was removed to prevent any future interferences. Corrective action has been implemented to prevent this issue through improvements to the design by removing the ferrite. No patient injuries have been reported as a result of this issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device had a false detection when no sponge was present. No patient injury occurred, and it was indicated that no further information is available.